Event description:
Additional info has been received from the reporting surgeon. In the initial report, it was stated a vitrectomy and iridectomy were planned, however new info indicates the iridectomy was performed previous to this event and was unrelated to this event. A vitrectomy was not performed. The surgeon treated the pt with mannitol and atropine only and the lens moved backwards significanly. A yag was performed on the anterior and the posterior capsules and the anaterior chamber now has a normal depth.

Event description:
Additional info was provided. Upon discontinuation of the altropine, the intraocular lens (iol) moved forward once again. The altropine was restarted the iol moved back. Another visit was planned for follow-up. However, the pt did not return and it was discovered that they had a vitrectomy performed by a thrid surgeon (not the implanting surgeon or the consulting surgeon). No further info is anticipated.

Event description:
A surgeon reports that 15 days following intraocular lens (iol) implant surgery, the patient exhibited an unexpected postoperative refraction of 3-4 d myopia. The patient was referred to a second surgeon. The second surgeon indicated the lens was well in the bag and the posterior capsule was against the posterior face of the lens. It appeared there was a posterior push of the vitreous that fixed the lens forward with a -5 myopia. There was no visible choroidal detachment. This surgeon felt the situation was due to an inversion of aqueous humor that created a pouch behind the vitreous. Company received additional information indicating the implanting surgeon is planning a vitrectomy and an iridectomy. However, as of this filing, company was unable to verify if this has been done. The association between this event and the iol is not known. The reporting surgeon indicated the patient's outcome is stable.